Manufacturer narrative:
Continuation of d10: product ID pscc100 (unknown); product type: 0609-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there was severe noise in channels 4 and 6. Reconnection and cable replacement were performed; however, the issue was not resolved. Despite the noise, the case was completed. Postoperatively, there was complaint of numbness in the right hand; an magnetic resonance imaging (MRI) scan was performed. No thrombus or air embolism were observed; however, the physician speculated that because the atrium was enlarged and the number of energy applications for pulmonary vein isolation reached approximately 90, heat may have accumulated at the electrode, resulting in thrombus formation. The physician also considered that there was a possibility that a thrombus could have formed, because the patient had heart failure, blood flow volume was low. Medication was administered to alleviate the patient symptoms. At the time of the report, the patient remained hospitalized with improved symptoms. No further patient complications have been reported as a result of this event.